Event description:
A (B)(6) female with neurologic disorder and pelvic trauma was implanted with an acticon device on (B)(6) 2008. On (B)(6) 2009, the cuff and balloon were removed and replaced due to patient dissatisfaction- cuff undone, rolled over. No further information provided.

Manufacturer narrative:
Add'l catalog #: 72402105; (B)(4). Balloon was functional. Cuff performed within specifications. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.